Event description:
Spontaneous. Pt reported that they had an issue with a cassette; no details provided. Lot number unknown. Cassette was replaced and is not available for return. No side effects reported. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information, details or dates available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? No. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes. Ongoing? No.